Event description:
A user facility reported to medtronic that 8 months after pillar was implanted in a patient, the patient experienced one full and one partial extrusion. There was no reported injury to the patient. This was reported in a request to get replacement devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned and therefore, no evaluation could be performed. This extrusion complaint does not indicate adverse complications outside of the implant extrusion event and there is no indication of patient injury. There was no product returned, therefore, no product analysis could be performed and no definitive root cause could be determined. However, the most likely root cause for the extrusion is improper implant technique.